Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of symptoms. The patient experienced painful cervical dystonia. When the device was interrogated on (B)(6) 2016, the results were abnormal and high impedances were measured. There were high impedance on the left electrode, impedance values were greater than 4,000. Historical impedance were available. No other diagnostics or troubleshooting done. Interventions included repositioning of the ins on (B)(6) 2016 that resulted in in-patient hospitalization. The cause was high impedance and the cause of the high impedance was dysfunction of the connection. The outcome was resolved without sequelae. There were no falls or traumas related to the event. Electrodes with high impedance were used to program therapy. The seriousness was listed as required in-patient or prolonged hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The etiology was possibly related to the device or therapy and not related to the implant procedure.

Event description:
Additional information received reported there was a battery replacement, the implantable neurostimulator (ins) was replaced at the same location. There were dystonia symptoms.